Manufacturer narrative:
Related manufacturer report number: 2916596-2021-00148. Manufacturer's investigation conclusion: the reported event of a call hospital contact alarm can be confirmed based on the information recorded in the event log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from (B)(6) 2020 where a backup battery fault alarm associated with ebb load test fail became active on (B)(6) at 9:17 am. The remaining data revealed that the driveline was disconnected at 9:20 am and remained active until 12:18 pm when the driveline was reconnected and the system continued to operate with a backup battery fault alarm being active. The driveline was disconnected again at 12:22 pm and the last recorded entry was at 12:56 pm. The system controller was functionally tested using the laboratory equipment and the backup battery fault alarm was not able to be reproduced. The system controller operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a "call the hospital" alarm on their controller. The patient exchanged their controller at home. It was reported that the patient had a backup battery fault. After the exchange, the patient had another alarm. The alarm was noted to be a driveline power fault. The patient went to the hospital where the controller was exchanged. The issue resolved after. No additional information was provided.